Event description:
Sporadically low calcium values. Despite qc passing daily and no known instrument alarms, the analyzer has sporadically released low calcium results. The differences seen on repeats range from 1.0 - 2.0 mg/dl higher than what the analyzer released. Repeat/correct value for the test was 9.3 mg/dl. Patient was unnecessarily sent to hospital with falsely low critical calcium value. FDA safety report ID# (B)(4).